Manufacturer narrative:
The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The sodium electrode lot number was eqk64. The expiration date was not provided. The calcium reagent lot number was 894309. The expiration date was not provided. The field service engineer found that the system was contaminated due to the water source. He performed a sample probe replacement and alignments, and he completed decontamination and flushed the di water. He ran precision testing with results within specifications. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas pro ise analytical unit. Sample 1 initial sodium result was 153 mmol/l, and the repeat result was 143 mmol/l. On 17-dec-2025, sample 2 initial calcium result was 7.7 mg/dl, and he repeat result was 9.6 mg/dl. Sample 3 initial calcium result was 6.1 mg/dl, and the repeat result was 9.0 mg/dl. The repeat results were believed to be correct.